Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. A chest x-ray revealed that the lead was dislodged. The patient's device was reprogrammed and the patient would be monitored.